Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the motor of the device sounded very loud at the beginning and the lights were blinking. The device was disconnected and reconnected three times but the problem persisted. The hand piece did not perform as usual and was difficult to go through uterus. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the drive cable made the loud sounds. Furthermore, it is likely that the unraveling of the cable tip is the cause.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.